Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges - "absence of valve on the trocar: there were leaks after the trocar's installation. Surgeon noticed that there was no valve on the trocar. A radiographic check has been carried out but nothing was noted. The trocar was removed and another trocar was successfully used. There was no clinical consequence for the pt."